Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they said one had migrated some/ the left essure device was removed separately as it had to be removed from the bowel/ essure device which was outside the uterus on the left side tethering the bowel') and kidney infection ('infection (bladder/ urinary tract/vaginal) type: kidney') in a 46-year-old female patient who had essure (batch no. C06522,cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure), obesity, asthma, gallbladder operation, abdominal operation, hepatic disease, penicillin allergy and anaphylaxis. Previously administered products included for contraception: depo provera. Concurrent conditions included allergy, low back pain, nasal congestion, perimenopause, foot pain, vertigo, flank pain, menses irregular and uterine bleeding. Concomitant products included cefixime (flexeril), meclozine (meclizine), salbutamol (albuterol), tramadol, triamcinolone acetonide (kenalog) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2017, the patient experienced kidney infection (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("uti/ urinary tract infection"), haematuria ("hematuria") and dysuria ("dysuria"), 2 years 6 months after insertion of essure. In (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("chronic, dysmenorrhoea"), back pain ("back pain"), hypersensitivity ("hypersensitivity") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, kidney infection, vaginal haemorrhage, abdominal pain lower, fatigue, weight increased, haematuria, dysuria, headache and hormone level abnormal outcome was unknown, the pelvic pain, menorrhagia, cystitis, urinary tract infection, abdominal pain, dysmenorrhoea, back pain and hypersensitivity had resolved and the migraine and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, device dislocation, dysmenorrhoea, dysuria, fatigue, haematuria, headache, hormone level abnormal, hypersensitivity, kidney infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 2 on right side and 1 on left side. The plaintiff received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhoea, bladder problems, bladder infection, urinary problems, uti, fatigue, weight increased, alopecia, headache, hormone level abnormal, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number(s): c06522-left expiration date 31-12-2016 and manufacturing date 28-12-2013 , cs0003r- right expiration date 31-05-2016 and manufacturing date 01-10-2013 . Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : back pain, migraine, fatigue, headaches, haematuria, dysuria, urinary tract infection, hypersensitivity, pelvic pain, bladder and kidney infections, weight gain, abdominal pain concerning the injuries reported in this case, the following ones were reported via social media :device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they said one had migrated some/ the left essure device was removed separately as it had to be removed from the bowel/ essure device which was outside the uterus on the left side tethering the bowel') and kidney infection ('infection (bladder/ urinary tract/vaginal) type: kidney') in a (B)(6) female patient who had essure (batch no. C06522,cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure), obesity, asthma, gallbladder operation, abdominal operation, hepatic disease, penicillin allergy and anaphylaxis. Previously administered products included for contraception: depo provera. Concurrent conditions included allergy, low back pain, nasal congestion, perimenopause, foot pain, vertigo, flank pain, menses irregular and uterine bleeding. Concomitant products included cefixime (flexeril), meclozine (meclizine), salbutamol (albuterol), tramadol, triamcinolone acetonide (kenalog) and vitamin d nos (vitamin d). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2017, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), kidney infection (seriousness criterion medically significant), urinary tract infection ("uti/ urinary tract infection"), haematuria ("hematuria") and dysuria ("dysuria"), 2 years 6 months after insertion of essure. In (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("chronic, dysmenorrhoea"), back pain ("back pain"), hypersensitivity ("hypersensitivity") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, kidney infection, abdominal pain lower, fatigue, weight increased, haematuria, dysuria, headache and hormone level abnormal outcome was unknown, the pelvic pain, menorrhagia, cystitis, urinary tract infection, abdominal pain, dysmenorrhoea, back pain and hypersensitivity had resolved and the migraine and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, device dislocation, dysmenorrhoea, dysuria, fatigue, haematuria, headache, hormone level abnormal, hypersensitivity, kidney infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). The number of expanded coils that appeared trailing into the uterine cavity was 2 on right side and 1 on left side. The plaintiff received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhoea, bladder problems, bladder infection, urinary problems, uti, fatigue, weight increased, alopecia, headache, hormone level abnormal, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Lot number(s): c06522-left, cs0003r- right. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : back pain, migraine, fatigue, headaches, haematuria, dysuria, urinary tract infection, hypersensitivity, pelvic pain, bladder and kidney infections, weight gain, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media :device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet, plaintiff profile form, medical records and social media content received : lot number added. Incident category updated. Reporter information, patient details, product indication updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, kidney infection, urinary tract infection, migraine, abdominal pain lower, fatigue, weight increased, alopecia, haematuria, dysuria, abdominal pain, dysmenorrhoea, back pain, hypersensitivity, headache, hormone level abnormal. Medical history, concomitant conditions, treatment and concomitant products added. Lab details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.